Event description:
It was reported that during a hysterectomy, the pt received 3 burns on abdomen close to incision. The customer reports the blade became hot during the case. The scrub nurse also received a minor burn while grasping the instrument. Neither the pt or the nurse received any add'l treatment. The rep inspected the instrument and noticed the pad looked scorched and curled. The case was completed using the same instrument.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the tissue pad melted. The tissue pad was noted to be scorched and curved. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. Our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a sys failure signaled by a continuous beep when either of the foot pedals is depressed, and keep the clamp arm open when backcutting, or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. No anomalies were noted with the temperature of the blade. The batch history records were reviewed with no anomalies noted during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.